Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for variable impedance. A connection issue was suspected. The implantable cardioverter defibrillator (ICD) currently remains in use and action planned to be taken next month. No patient complications have been reported as a result of this event.